Manufacturer narrative:
Investigation results: a device history record review was completed by our quality engineer team for provided material number 382523 and lot number 4082073. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified.

Event description:
No additional information.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. E1. Address information was not provided, therefore, xx was used as a place holder. E1. Nj was used as the state as the customer has not provided this information.

Event description:
It was reported that bd insyte autog bc blu 22ga x 1.0in leaked at hub/IV tubing connection. The following information was provided by the initial reporter: catheter leaking at hub. (B)(6). The 22gauge IV catheters have been leaking at the connection of the hub of the catheter and the IV tubing. It looks and feels like the wings don¿t fully engage anymore into the tubing. We change the tubing and the problem does not improve. If we start a new IV and use the same tubing it doesn¿t leak. It seems like some catheter hubs have a ill fitting connection. Describe any patient harm, injury, complication or negative outcome that occurred as a result of the event. None.